Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). They reached out to the patient but the patient did not answer. They provided patient services (ps) contact information to call for physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on 2026-feb-23. The patient reported that the shocking on the device happened every other day of the week right before they were going to have a bowel movement. It happens on their entire body from under their breast to the top of their thighs, to the middle of their back, to the bottom of their buttocks. They get so hot that they feel like they're on fire inside. They were so tired of being in this pain and couldn't begin to know the answers or what they were supposed to say. Additional information was received from the patient. The patient reported that the device had been in them for years and they had nothing but problems. Their whole body feels like it's on fire 12 to 24 hours before they have a bowel movement (bm), and they were tired of the pain associated with it. They were scared that it was causing nerve damage. They also couldn't explain sudden weight gain either.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the reason for the call was the patient said they had intense heat throughout their body, especially when they have to go to the bathroom. The patient also said they were having pain frontage in the area of where the implant is. The patient said the issue started briefly maybe 2.5-3 weeks ago and then went away. The patient thought maybe it was their back or kidney. The patient went to the urgent care to have an x ray and they ruled that out. The issue started happening more so when they had to go the bathroom and now the frequency was almost all the time and they were experiencing it even more. The patient mentioned that the stimulation was starting to stimulate their vagina and this is strictly a bowel tissue issue. The patient tried to adjust the stimulation and it felt more like it was electrocuting them than doing anything for them. The agent reviewed option of turning ins off. The patient stated their doctor passed away so they did not have a doctor at the moment. Agent emailed physician listings to patient. The patient was redirected to their healthcare provider to further address the issue.